Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to isometric noise, oversensing, and pace lead impedance measurement high out-of-range greater than 2,000 ohms. No adverse patient effects were reported.